Event description:
A bipap a30 was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found evidence of foam degradation. Also, during evaluation, a ventilator inoperative error code was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device will be scrapped as per customer request. Additionally, unrelated to the reportable malfunction, during the evaluation of the device at third-party service center, the device was found to be missing the accessory port cover and the ui panel was found to be damaged.